Manufacturer narrative:
(B)(4). Batch # t5dd8j. Device evaluations summary: the analysis found that one ntlc75 device was returned with no apparent damaged and with a sr75 reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. In addition, the reload shows both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality in the two (green - blue) staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. This condition of reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported by the sales rep that during a laparoscopic colectomy, the firing knob did not move smoothly. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.